Event description:
Sorin group (B)(4) received a report that the patient temperatures displayed by the heater-cooler were inaccurate and attempts to re-calibrate were unsuccessful. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.